Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f terumo sheath. Peri-procedure the patient was anticoagulated with angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician attempted to shuttle the sealant down and the device jammed. The device was removed and the patient was converted to approximately 20 minutes of manual compression in which time hemostasis was achieved. The patient was ambulated and discharged on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle and the distal end of the shuttle tube was abutting the balloon. The sealant was exposed beyond the distal end of the shuttle. Subsequent to unsheathing, the sealant was found adhered to the inside wall of the shuttle cartridge. Based on the information received and the investigation performed, the root cause of the device deployment jam could not be conclusively determined. The review of the lhr (lot f1221509) indicated that the device lot met all established performance criteria prior to shipment.